Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced blood loss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Unspecified urinary problems, recurrence, dyspareunia, unspecified neuromuscular problems. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, recurrence, dyspareunia, unspecified neuromuscular problems, and blood loss.